Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; pt ID: no. 1; inratio: 7.1; lab: 12. Date: same day; pt ID: no. 2; inratio: 6.2; lab: 11.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The inratio value and lab value are greater than 5.0 and difference between the inr's is greater than 2.2. As per our internal procedure. Product will be investigated as per internal procedure.